Manufacturer narrative:
A3b.) Patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right atrial (ra) and two right ventricular (rv) leads (one capped rv and one capped ra) due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into the active ra and rv leads, and spectranetics lld #2 lead locking device (lld #2) were inserted into the capped ra and rv leads, to provide traction. Using multiple spectranetics devices (9f tightrail sub-c rotating dilator sheath, 11f tightrail sub-c, 13f tightrail sub-c, 14f glidelight laser sheath, 16f glidelight laser sheath, visisheath dilator sheath), cook medical needle¿s eye snare, abbott agilis introducer sheath, and merit medical en snare, were all used to remove the capped ra and rv leads, and active rv lead. However, while attempting removal of the active ra lead, the lead had retracted into the superior vena cava (svc), and began to unravel. Unfortunately, no tool was able to advance past the clavicle area, so the decision was made to abandon the lead and remove at a later date. The ra lead, along with the lld ez, was cut/capped and remained in the patient. There was no attempt made to unlock the lld ez device. The patient survived the procedure. This report captures the lld ez within the ra lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.